Event description:
Upon initial use, they noticed that the stylet was broken. There was discolorization (it appeared darker/burned). It also seemed brittle.

Manufacturer narrative:
The complaint that the tls stylet broke was confirmed, and appears to be use related. The overall length of the returned stylet was 27.7 inches. The stylet contained two kinks; the more severe kink was located 4.8 inches from the proximal end while the less severe kink was located 23.1 inches from the proximal end of the stylet. Blood residue was seen on the pull tab and hang tag. The returned sample was shorter by approximately 1.4 inches. It appears that the distal end of the stylet detached and was not returned for evaluation. The distal end of the stylet is comprised of a series of tls magnets inside a shrink wrap tubing with a plug on the end. The complaint record stated, "there was discolorization (it appeared darker/burned)". This change in color is due to the change in materials toward the distal end of the stylet. Microscopic examination (10-80x) was conducted on the distal end of the stylet. The distal tubing plug was no longer in the shrink tubing, so the tls magnets were exposed on the distal end. The distal end of the shrink tubing revealed an irregular surface. It is possible that the tear was inflated when the stylet was kinked between the junction of two tls magnets, which could cause the magnet to wear through the shrink fit tubing. Gross visual and microscopic examination revealed no evidence of defect or deformity relate to the manufacturing process. A chr of lot # reti0625 showed no other similar product complaints from this lot number.